Event description:
Customer reported the cradle is stuck in the up position. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and freed the stuck vertical brake. System operates as intended.